Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. Lot number is unknown thus no review of manufacturing records for involved components can be performed. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026 as patient presented post-op pain. During revision the surgeon removed and replaced following pre-existing components: - smr cementless finned stem (pn 1304.15.150). - smr reverse humeral body (pn 1352.15.010). - smr reverse liner standard (pn 1360.50.810). - smr glenosphere ø 36mm (pn 1374.09.111). - smr connector small r (pn 1374.15.305). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1947. Event occurred in the united states.